Event description:
It was reported that a malfunction occurred on the pump, specifically displaying malfunction code 12. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. To resolve the issue, the customer was advised by tandem technical support (cts) to replace the pump. They were informed that a replacement pump with updated software would be sent and instructed on steps for receiving and returning the faulty pump. The customer acknowledged the guidance and understood the instructions provided.